Event description:
It was reported that the patient's blood glucose (bg) values dropped to 18 mg/dl. The patient lost consciousness and fell out of their bed. The ambulance arrived and gave treatment. For treatment, the patient was given a intravenous (IV) of unknown medication. The patient drank some juice after they woke up. The pod was worn between 36 and 48 hours on the arm. The ambulance left after 30 minutes. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.